Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Investigations conclude that since the repeat result of the original sample is concordant with the result of the new sample collection, the negative toxo igg result is assumed to be correct.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: asku. Initial reporter fax number was provided as "(B)(6)".

Event description:
The customer stated that they received an erroneous result for one patient sample tested for igg antibodies to toxoplasma gondii (toxo igg) on an e601 analyzer. The sample initially resulted as 46.92 ui/ml (positive) and this value was reported outside of the laboratory to medical personnel treating the patient. The same patient returned on (B)(6) 2016 to have a new sample collected. The new sample was collected and tested, resulting as < 1 ui/ml (negative). Due to the discordant results between the first and the second sample, the customer defrosted the primary tube of the original sample in order to repeat it. The original sample was repeated on (B)(6) 2016, resulting as < 1 ui/ml (negative). The patient was not adversely affected. The toxo igg reagent lot number was 121442. The reagent expiration date was asked for, but not provided.